Event description:
It was reported that (1) device was used during a vertical gastroplasty. It was reported by the affiliate that the tct75 stapler did not fire properly as the device locked out during the case. Another instrument was used to complete the case. There was no consequence to the pt.